Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump was damaged. The case of the insulin pump had some cracks and the vibrate function was not working properly. His/her blood glucose level was not reported. The product will return. Nothing further to report.

Manufacturer narrative:
The insulin pump had no vibration due to a broken wire on the vibrator motor. The insulin pump was also received with a cracked case at the display window corners, cracked battery tube threads and minor scratches on the display window.